Event description:
It was reported that the patient had ketoacidosis, was "slightly comatose", and had a ph value of 7. It was reported that the patient's infusion device displayed e4 (occlusion error) multiple times throughout the day; however, the patient did not do anything to correct the occlusion. His blood glucose level reached 33 mmol/l. The patient was hospitalized. No treatment information provided. No product was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). No product was requested